Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly deployed. Initial observation found the formed needle visible, bent and sticking out of the exposed portion of the soft cannula. The downloaded data returned an 0x18 alarm, indicating that the device ran to an empty reservoir. The device functioned properly and alerted the user. Inspection of the needle mechanism assembly found that the formed needle was not securely seated in the slide retract. This indicates an improper installation of the formed needle in the slide retract, resulting in a failure of the needle mechanism to retract the needle after deployment. Inspection of the fluid path found the exposed portion of the soft cannula to be partially torn and the formed needle to be bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract back into the pod. The pod was worn longer than 48 hours.